Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device logs and performance testing confirmed the occurrence of the system fault sf223 error message and the device self-test failure. The evaluation determined that sf223 and the device failure to complete its internal self-test were due to a defective pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message ( sf223) indicating a peep blower failure and failed to complete its internal self-test. There was no patient injury reported as a result of this incident.